Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection revealed that tubing was separated from the non-dehp tubing. Therefore, the condition was verified through evaluation. The cause of the condition was determined to be from the assembly method during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set with clearlink pulled apart at the joint ¿below the chamber and before (the) filter.¿ this occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.